Manufacturer narrative:
The battery monitor indicator for the imaging system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The battery monitor, motor battery charger, atp console and indicator were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system issue that occurred outside of a procedure. It was reported that the system was displaying a critical battery error and would unexpectedly shut down. The site requested the system to be checked out. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
UDI corrected. Device manufacturing date updated. A representative on site noted that the original battery board was 'bai", a new one was ordered. The suspect atp console and battery monitor were returned for evaluation, however results are not yet available.